Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced fluid appears to be siphoning from the primary container during a secondary infusion in the surgical intensive care unit. The device was programmed to deliver 1 gram of vancomycin as a secondary infusion at a rate of 250ml/hr from a 500ml bag with saline as the primary. After about an hour of infusing, during the secondary delivery, the primary bag had lost approximately 100ml. The customer reported that the standard hanger length was used and there was no patient involvement. No additional information is available.